Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer attempted to self-treat via correction bolus via pump; however, required assistance from their spouse and doctor by assisting with an IV. It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall adapter.